Event description:
It was reported that during an unknown procedure, when the surgeon inserted the trocar, it was found that one of the seal flaps was broken. Trocar was then discarded and replaced. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.